Event description:
It was reported that the bd luer-lok syringes contain foreign matter. The following information was provided by the initial reporter: "two intact syringes have extra imprinted dots on syringe barrel (located adjacent to marked increments for 2.6 ml and 3 ml). No patient impact."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation it was reported there are extra imprinted dots on syringe barrel. To aid in the investigation, two samples in opened packaging blisters and three photos of 5ml luer lok syringes from lot 3164204 were received for evaluation by our quality team. The opened packaging blisters were received with all applicable product information on the top web. The syringes have two cylinder dots next to the scale markings. Two of the photos show two syringes in sealed packages with two cylinder dots next to the scale markings. The third photo shows two packaging blister top webs will all applicable product information. No defects or imperfections were observed. The black dots next to the bd logo or graduation lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. A device history record review was completed for provided material number (B)(4), lot 3164204. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3164204 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. As the reported defect is not a true defect, no corrective actions are required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.